Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as observed via fluoroscopy. Additional information revealed the lead was repositioned successfully. The rv lead remains in service. No additional adverse patient effects were reported.